Manufacturer narrative:
The device was evaluated and the customer's allegation of malfunction of switches of subject device was not confirmed. However evaluation found due to wear of an angle wire, bending angle in up direction did not meet the standard value and the connecting tube had a dent. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: due to a pinhole on the channel tube, water tightness was lost; the universal cord was sticky, the adhesive around light guide lens was peeled; the suction cylinder was shaved; the control unit and connecting tube had discoloration; the control unit was dirty due to water leakage; the adhesive on bending section cover had a chip; due to wear of angle wire, the play of up/down knob was out of the standard value and there was a lack of image on the monitor due to dirt on objective lens. Scratches were found on the connecting tube, scope connector cover, scope cover, suction connector, the grip, forceps elevator, forceps elevator knob, up/down knob, right/left knob, the protector of universal cord on control section side, the protector of universal cord on the suction connector side, the universal cord, the switch box, the control unit and on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6) (edited in respective field due to character limitation).

Event description:
The customer reported to olympus that the gastrointestinal videoscope had malfunction of 1st and 2nd switch, dented insertion part, the angle down and cutting. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation found the foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.